Event description:
The doctor reports that the dental implant has a damaged hexagon and was removed. The doctor reports in the per that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided.